Manufacturer narrative:
Unit received with blank display due to corroded electronic assembly. Corroded motor assembly noted during visual inspection. Unit also received with cracked case corner of belt clip rails. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump was cracked at the back. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.